Event description:
Boston scientific was notified that during and embolization of a posterior cerebral artery aneurysm a 7f brite tip 90-cm st cordis catheter was advanced to the vertebral artery. After that, the transend ex .014"/205 platinum guidewire was approached to the lesion using a prowler-14 2-marker and a fracture was felt. The fracture was found at 5-cm from the tip of the transend ex .014"/205 platinum guidewire. The broken tip was retrieved from the microcatheter with a gooseneck snare. No complications were reported to have occurred as a result of this event.